Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported by the contact that the customer experienced blood glucose (bg) levels ranging from 50-66 mg/dl. Juice and candy were consumed to address the low bg level. The contact thought that the pump may have been delivering too much insulin and after speaking to a healthcare provider, the settings were changed.